Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. The patient name and device serial number were requested but not provided. The serial number for this valve was requested but not reported. Without the serial number, the device manufacturing date and use-by date cannot be obtained.

Event description:
Medtronic received information that approximately five years post implant of this bioprosthetic aortic valve (exact implant duration unknown), this valve was replaced, valve-in-valve with a transcatheter bioprosthetic valve due to sclerosis and valvular insufficiency. The patient's condition resolved an no other adverse patient effects were reported due to this product.

Manufacturer narrative:
Correction: the manufacturer's initial date of awareness was reported as 19 august 2016; however, it has been revealed that the manufacturer's initial date of awareness was actually 17 august 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.